Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room due to hyperglycemia on an unknown date but was not treated. The customer¿s blood glucose level was 200 mg/dl and the current blood glucose value was 196 mg/dl the customer does not feel ok to troubleshoot. The customer experienced symptoms such as nausea, vomiting, abdominal pain and difficulty in breathing. The device will not be returned for analysis.